Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced while running a loaded set. It was observed that the upstream sensor had low fluid numbers due to a failing upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the air in line message. There was no patient involvement.